Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure numerous locations were attempted due to patient anatomy. After extracting the helix several times, it was noted that tissue was stuck to the helix. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.